Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that replacing the mobile view station (mvs) computer resolved the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer has been received by the manufacturer for evaluation however the results are not available yet.

Event description:
A medtronic representative on behalf of site reported that while outside of procedure, the site was having issues with opening the gantry. It was reported that the image acquisition system (ias) need to be rebooted multiple times to open the gantry. There was no patient present at the time of the issue.

Manufacturer narrative:
Additional information: the suspect mobile viewing station computer was returned to the manufacturer for evaluation and the reported issue could not be confirmed. The computer passed testing. No problem found with the returned part.